Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed. On (B)(4) 2013, it was discovered that the same mechanical failure as occurred in report number 9613299-2013-00001 may occur on the product line identified in this report. Thus, the date rec'd by MFR has been set to (B)(4) 2013. The device manufactured date cannot be provided at this time. At this time, ge healthcare is implementing a field correction as identified in report number 9613299-06/20/2013-004-c.

Event description:
Noise during radial movement stemming from a gear block misalignment. No detector fall event and no injury, however this was identified in a retrospective complaint analysis as representing a different failure mode impacting the radial drive that might lead to a mechanical failure.